Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a piece of the permanent cautery spatula (pcs) instrument broke off inside the patient and an instrument release key (irk) was used. The fragment was not retrieved although a cholangiogram was performed to make sure there was no metal and the results were determined to be inconclusive. The procedure was completed with a different instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from follow-up with the customer: the instrument broke off during the surgery. The educator and intuitive representative were called. An x-ray was taken during the case to look for parts of the spatula. The surgeon was pleased with the x-ray, and the case was finished without any other complications.